Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted and replaced from the patients right eye due to the patient requiring a diopter change. The replacement lens was the same model but different diopter. There was no additional intervention performed and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 08/16/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed on the returned sample. Residues of lubricant material was observed on lens. No damage was observed to the lens. One of the haptic was observed distorted which could be related to the explant process. No damage was observed to the other haptic. The condition in which the sample returned is consistent with a lens that was handled and prepare for surgical process. There was not a quality issue reported against the lens. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation requests have been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.